Event description:
Blood glucose results of "175 mg/dl, 114 mg/dl, and 109 mg/dl" with a lifescan meter. Performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.